Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient via a manufacturer representative (rep) reporting that the patient¿s device was not working to alleviate the patient¿s pain. There were no factors reported that may have contributed to the reported issue. It was reported that multiple attempts were made to reprogram the device. The patient did not want the battery replaced. It was reported that the patient¿s device was explanted and would not be returned as the customer discarded it. The event date was asked but was unknown. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that reprogramming was done and adaptive stimulation was activated when the rep met with the patient. After reprogramming, the patient was getting stimulation in areas of pain and noticed a significant amount of reduced pain with stimulation on vs. Off. The patient stated they needed to go home and use it for a couple of weeks to determine what the improvement was, but they were satisfied after reprogramming. The healthcare provider (hcp) talked to the patient about their concerns and decided to order x-rays to determine the location of the lead to compare to the original implant x-ray. It was unknown when the x-ray would be scheduled. No further complications were reported.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported the device was not doing anything for the patient. The patient had an adjustment 3 or 4 weeks ago and stated the device was not working. The patient stated they were still having issues and the mentioned that stimulation was in the legs and it was not hitting where it should be and that¿s why they were programmed almost 4 weeks ago. The patient stated the pain had been going on for 3 years. The patient took pain medication before which is why they had the device implanted. The patient stated when the device was placed they didn¿t have to take as much medicine and went from 3 pills a day to 1 pill a day. The patient stated they increased stimulation and it still was not helping. The patient stated the pain was still very bad, so it was not doing its job. A manufacturer¿s representative (rep) was notified of the issue. No further complications were reported.